Event description:
It was reported that the insulin gauge was displaying an amount different than expected. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was reloaded and insulin delivery was resumed.